Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01oct2018. Date of manufacturer: 27sep2018. The device was not evaluated. It was determined that the customer received two batteries to replace their original battery. Both replacement batteries were defective. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.